Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the catheter broke during placement due to the blood vessels of the patient heart were narrow. It was noted that a second catheter was used and broke during insertion of the heart. Both catheters were not used, and a third catheter was used for a successful implant. No patient complications have been reported as a result of this event.